Event description:
The rptr stated that his wife had gotten the er1 message, in 1/98, but he could not give specific date. She had retested and gotten er1 again, and performed a control test that was within range, though he could not recall the number result. He reported that she had a history of blood glucose readings greater than 400, and was in close contact with her physician. The following day he admitted his wife to the hosp for other health reasons, and he remembers a lab reading of 600 mg/dl being reported. The rptr did not recall the length of her hosp stay, since his wife had been admitted to the hosp 37 times in 1997. The physician prescribed rezulin in addition to her current insulin regimen following this incident.